Event description:
The surgeon reported that the packer/chang iol cutter broke when he attempted to cut an iol. There was no impact to the pt and the broken piece was removed from the eye.

Manufacturer narrative:
The device was returned for evaluation dirty, rusty and corroded in a way that suggest the device was not properly cleaned and maintained according to the directions for use. There were two broken scissors from the same lot reported, however they occurred during different procedures and on different pts. This is the first of two reports.